Manufacturer narrative:
There were no unexpected acc alarms noted. The pump was received with a detached end cap and a loose/protruded drive support disk. They were unable to perform the displacement test, rewind test, prime/compromised force sensor system test, basic occlusion test, and occlusion test due to the detached end cap. They were unable to confirm the compromised force sensor system alarms due to the detached end cap. The pump had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she had a compromised force sensor system alarm on the insulin pump. Customer stated that when she was trying to change her infusion set, she was filling the tubing and the pump was squirting out insulin. Customer does not remember if the pump was dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap was sticking out. Customer does not recall pressing the cap while being connected. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.